Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: a visual inspection found no evidence of physical damage. A review of the event history log found "cassette not attached properly" alarms. The alarm was unable to be confirmed during functional testing. Cause of the issue is unknown. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the pump showed a cassette not attached error. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.